Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 2.75x38mm xience xpedition stent delivery system (sds) was removed from the dispenser coil without resistance. The protective sheath and stylet were also removed without resistance and no force was applied during removal. However, the stent dislodged from the balloon when the protective sheath was removed and the stent was found inside the protective sheath. The stent was dropped and then stepped on so it became crushed. There was no patient involvement, and a new same sized xience xpedition sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.